Event description:
This 83 year old resident was sitting outside facility in his wheelchair and decided to roll along the sideway. His front right wheel ran off the circular sidewalk, adjoining the entrance drive, and his chair tipped over. The resident fell on his right side, resulting in a contusion of the right forehead and a fracture of the cervical spine. Wheelchair undamaged, in good repairdevice not labeled for single use. Patient medical status prior to event: fair condition. There was not multiple patient involvement.device serviced in accordance with service schedule. Date last serviced: 01-jul-92. Service provided by: independent service organization. Service records available.no imminent hazard to public health claimed. Device used as labeled/intended.device was evaluated after the event. Method of evaluation: actual device involved in incident was evaluated, other, other, invalid data. Results of evaluation: none or unknown. Conclusion: user error contributed to event. Certainty of device as cause of or contributor to event: unknown (cannot determine). Corrective actions: none or unknown. The device was not destroyed/disposed of.